Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for CT scan and echogram. Lead perforation was noted. The patient was admitted to the surgery for lead explant. The procedure went well and no pericardiocentesis was necessary. The patient was stable before, during and after the procedure. The lead will not be returned for further analysis.